Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent partial removal in part based on doctor recommendation. The patient then underwent removal of extruded mesh due to mesh extrusion in part based on physician recommendation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to chronic pelvic dyspareunia with abnormal uterine bleeding, and stress urinary incontinence. It was reported that on (B)(6) 2011 the patient underwent complex retropubic synthetic sling and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.